Manufacturer narrative:
Additional information: d10, g4, g7, h2, h4, h6. One 3 lesion nt1100¿ pain management rf generator was received. Ac power was applied to the rf generator and a successful power on self-test was observed. The system maintenance screen repeatedly appeared without the auto stop button being depressed due to a malfunctioning upper assembly. The upper assembly was temporarily replaced, and normal functionality was restored to the system. No impedance errors were reproduced during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported cancellation was isolated to the upper assembly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure, after insertion of a simplicity probe, an internal impedance test would not pass. The issue was bypassed however the pulsed setting would not start and the screen froze. The generator was restarted multiple times, probes, cables, and grounding pads were exchanged but the issue was not resolved. The procedure was cancelled with no adverse patient consequences.